Manufacturer narrative:
Omit a140504 - inaccurate delivery (2339). Omit a25 - no apparent adverse event (3189). Omit b21 - type of investigation not yet determined. Omit c21 - results pending completion of investigation. Omit d16 - conclusion not yet available . Additional information: device eval by manufacturer? Reason code for no evaluation. If other specify. Imdrf annex a code. Imdrf annex b code. Imdrf annex c code. Imdrf annex d code. Manufacturer narrative: a review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device 8100 infused the wrong amount. There was patient involvement but no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device 8100 infused the wrong amount. There was patient involvement but no patient harm.

Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311), g07001 - part/component/sub-assembly term not applicable, g02001 - antenna, c0602 - inappropriate material, d1103 - cause traced to intentional off-label, unapproved, or contraindicated use. Additional information: imdrf annex a and g codes.

Event description:
It was reported that the device 8100 infused the wrong amount. There was patient involvement but no patient harm.